Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an unexplained high blood glucose (bg) level, and did not request troubleshooting at the time of the event. The customer could not recall the actual bg value, however they indicated that they treated with a correction bolus. Tandem technical support offered to troubleshoot with the customer, however the customer declined.